Event description:
Boston scientific crm received info that this system (competitive device, atrial lead and right ventricular lead along with an enpath left ventricular lead) was explanted, due to infection. No adverse pt effects were reported.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt's condition.